Event description:
(B)(6) year old female went to md due to complaints of pain and complaints of hollowed out look of the upper portion of her breasts noticed with clothing on. Once surgeon opened pt up: "unexpectedly, on the right side free silicone gel was encountered. She had previously had an MRI, which was not suggestive of implant rupture, nevertheless gel was noted." Site cleaned up and replacement surgery performed. Pt discharged home same day.